Event description:
It was reported during remote follow-up, a patient's insertable cardiac monitor (icm) was interrogated via bluetooth telemetry, and the icm was not able to retrieve electrogram (egm) and would be stuck at loading. The egm was retrieved via merlin.net remote monitoring for review eventually. No intervention was performed. There were no patient consequences.